Manufacturer narrative:
Follow up #2 submitted: 05/09/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned and investigated by product analysis on 4/19/2017 with the following findings: on investigation, the pump powered on with a fully illuminated display screen. The display did not show any evidence of missing segments. The display screen was, however, noted to be dim/faded/discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (segments missing) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1, 2-march-2017. Correction to serial#.